Event description:
A remstar auto a-flex w/sd card, ger device was received at a third-party service center for evaluation. During the evaluation, it was noted that the device contained dirt, dust, and foam particles in the assembly. In conclusion, the device was scrapped at the customer's request.